Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system had several non-sustained ventricular episodes. It was noted that these episodes were due to oversensing of myopotential noise on the right ventricular (rv) lead channel because the clinic had programmed the system to unipolar sensing configuration. This noise was reproducible with arm movements. There was a decrease in pacing impedance along with this switch to unipolar configuration as well which remained low within normal limits. No adverse patient effects were reported. Currently, this crt-p system remains in service.